Event description:
Pt pumps giving high flow errors, pt line was replaced to see if that was the issue, still getting errors. Called by nurse at mdo, did not have serial numbers, pt on veletri. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.